Event description:
On (B)(6) 2013, patient reported she thinks the infusion device is not delivering her basal rate. Patient stated she has experienced unexplained elevated blood glucose readings since (B)(6) 2013. Patient reported a high reading last night at 3 am of 250 mg/dl. Patient's target blood glucose is 90 -130 mg/dl. Patient stated she did not require any outside medical assistance. Patient reported she took a manual injection to bring her blood glucose level down. Patient stated she will receive an elevated reading and take an injection via syringe and her blood glucose level will lower, but then an hour later, she will face another elevated reading. Patient reported she increased her basal rate 3 days ago and is still facing elevated readings. Patient stated she has noticed the piston rod of the infusion device is making an unusual noise like it is grinding and appears to sound slower. Patient reported the infusion set and insulin cartridge have been discarded. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No unusual noises of the piston rod during technical investigation. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: the history showed that the customer used the pump with basal profile_1 46.85 iu the problem mentioned by the customer could not be reproduced.